Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's father reported via phone call that the sensor was having trouble connecting to the insulin pump. Blood glucose level at the time of incident was 48 mg/dl. Customer treated with glucose intake. Troubleshooting did not resolve issue. Products will not be returned.